Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due a blood glucose level of over 400 mg/dl and diabetic ketoacidosis. The customer alleged that the pump did not deliver insulin as expected during basal and bolus delivery. Additional information was not provided. Reportedly, the customer reverted to manual injections for insulin therapy. Customer declined to further troubleshoot with tandem technical support.